Manufacturer narrative:
Section d4: primary UDI corrected. Section e3: occupation corrected. Section h6: medical device problem code corrected. Manufacturer¿s investigation conclusion: the reported event of the voltage on the black power cable depleting faster than the white power cable while connected to 14v batteries was confirmed via analysis of the submitted log files. The controller event log file contained data spanning 6 days ((B)(6) 2024 per the timestamp). The voltage on the black power cable was observed to deplete faster than the white cable throughout the log file while connected to 14v batteries. The 14v batteries were exchanged each time before the voltage dropped enough to activate a low voltage alarm. The patient was connected to the 14v batteries for at least 13 hours each time before exchanging power sources. The log file captured low voltage advisory alarms on (B)(6) 2024 from 9:04:48 to 9:04:50 and on (B)(6) 2024 from 10:51:38 to 10:51:39 due to the bus voltage dropping on the white power cable while connected to 14v batteries; the atypical alarms occurred during power source exchanges when the black power cable was disconnected. The alarms resolved on their own when the white power cable bus voltage returned to its appropriate value. The log file also captured intermittent decreased voltages on both power cables while connected to the mobile power unit (mpu); the voltages did not drop enough to activate an associated alarm. No other notable events were captured in the log file. The pump maintained a speed within the expected range throughout the log file. It was reported that the 14v batteries and battery clips were checked, and no issues were reported. The system controller was exchanged; however, it was not returned for evaluation. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook (rev. G), under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) (rev. G), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage advisory alarm, and the actions to take when the alarms occur. Heartmate 3 patient handbook (rev. G) and heartmate 3 instructions for use (IFU) (rev. G) section 3 ¿powering the system¿ describes the various ways to the power the system, including how to use the 14v batteries, power module, mobile power unit, and universal batter charger, and how to switch between power sources. This section also explains how to check the charge level of a 14v battery, and informs the user to ensure that the 14v battery is charged before use. These documents also inform the user that a pair of fully charged 14v batteries can power the system for 6 to 17 hours, depending on the patient¿s activity level, and to take batteries out of service if they do not provide at least 4 hours of support. Heartmate 3 patient handbook (rev. G) section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) (rev. G) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook (rev. G) section 10 and heartmate 3 instructions for use (IFU) (rev. G) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook (rev. G) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that battery status was checked and all batteries connected to black cable depleted faster. It was noted that the battery clips were new and not damaged. The system controller was replaced.